Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a vdw.contra angle 6:1 from vdw. Gold reciproc device causes error code 2 on device. Customer has 3 different contra angles and they all causes error code 2. This is for the 1st of three. No patient injury occured.